Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator unit. Subsequently on (B)(6), 2014 the patient underwent revision surgery to have the device repositioned and sutured in place. The implanted device remains.